Event description:
In 2009, pt reported that about three days prior, he programmed a bolus and soon after he noticed a strong smell of insulin and noticed his shirt was soaked. Pt stated he looked at his infusion device to see if he had a leak in the system and he states he noticed insulin was leaking from the plastic connector at the end of the infusion tubing near the infusion site. Pt reported he changed the infusion set and he states the system was working fine thereafter. He stated the infusion tubing was securely connected to the infusion set. Pt reported as a result of the leak, his blood glucose was running higher than normal. He stated his readings reached 18 mmol/l (324 mg/dl). Pt's normal blood glucose range is between 6 -7 mmol/l (108 - 126 mg/dl). Pt reported there were no errors or alerts on the infusion device display. Pt stated his readings returned back to normal a couple of hours after changing the infusion set. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for eval.